Event description:
Literature was reviewed regarding a patient with a non-calcified bicuspid aortic valve who underwent transcatheter aortic valve impl antation (tavi) using a medtronic 23 mm evolut pro+ valve. Given the patient¿s non-calcified aortic valve anatomy and the risk of valve embolization/migration, the authors considered the possibility that the 23 mm evolut pro+ valve might not anchor firmly and prepared a 26 mm evolut pro+ valve as an alternative. During deployment of the 23 mm valve, the valve dislodged/migrated from the appropriate position when the authors attempted to remove the delivery system. Consequently, the 23 mm valve was recaptured and exchanged for the previously prepared 26 mm valve. The 26 mm valve ¿snugly fit¿ at the appropriate position with no paravalvular leak (pvl). The post-operative measurement of the mean pressure gradient was 20 mmhg. One day after tavi, transthoracic echocardiography (tte) showed no valve migration, pvl, and the mean pressure gradient had reduced to 11 mmhg. At the three-month follow-up, tte showed a well-functioning transcatheter valve (mean pressure gradient of 7 mmhg) without migration or pvl. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.